Event description:
Patient was revised to address loosening of the tibial tray.

Manufacturer narrative:
Although the exact date of the primary surgery is not known, it was reported to have occurred approximately 3-4 years ago. Examination was not possible as no product was returned. The root cause is undetermined. No evidence was found that would suggest product error was a contributing factor. Based on the investigation the need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.